Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als monitor failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device self-test failed. Based on the information available, the root cause of the reported issue is not known. A repair quote sent by philips was refused by customer. The working condition of the device is unknown as repair quote sent by philips is refused by customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : repair quote refused by customer.